Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 29gx12.7mm, 1ml bd insulin syringe. Consumer reported a stopper was separated from the plunger and the product could thus not be used. The returned syringe as examined, and it was observed that the rubber stopper was properly attached to the plunger rod. The syringe was tested for plunger rod movement: the plunger rod assembly was able to move properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9081523. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 7bag 420cas jp stopper was separated from the plunger. This was discovered before use. The following information was provided by the initial reporter: a stopper was separated from the plunger and the product could thus not be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 7bag 420cas jp stopper was separated from the plunger. This was discovered before use. The following information was provided by the initial reporter: a stopper was separated from the plunger and the product could thus not be used.